Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Insulin pump received with minor scratched display window, broken reservoir tube lip, missing o-ring, cracked reservoir tube and cracked reservoir tube window. No constant tone alarm during testing noted.

Event description:
Customer reported that the insulin pump was not working and that it had gotten wet with lake water. The blood glucose reading was 412 mg/dl. Customer treated with manual injections. She reported that there was a constant tone occurring. Nothing further was reported.